Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. To fix the issue, the fse replaced the batteries and then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, function and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the batteries of the cardiosave intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and no injury or adverse event reported.